Event description:
The customer reported a fluid leak of approximately 20ml from a coulter lh 750 hematology analyzer that affected the associated coulter lh slidemaker. The leak was contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/19/2015. The fse indicated that the probe plunger on the instrument was allowing the probe to ride up and splash fluid over the area. The probe was cleaned and lubricated to resolve the issue. (B)(4).